Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon noticed that the orientation of the instrument tip was different compared to the orientation of the grips. The technical service engineer (tse) reviewed the system logs but did not find any related errors. The tse advised the customer to reseat the instrument, the customer stated that they were informed after procedure completion but would relay the advice. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer spoke to the robotics coordinator and clinical territory associate. The customer was advised to reseat the instrument. The customer did not have issues in subsequence procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.